Event description:
It was reported that during central processing, the orange sleeve of the monopolar curved scissors was observed to be coming off. The instrument was not used. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the orange pad printing from the instrument's tube extension was damaged causing it to be removed. Failure analysis concluded that the damage may be due to mishandling/misuse. Failure analysis investigation also observed the following damages: the distal end of the main tube had various scratch marks with light material removal. The scratches measured approximately .045-0.15 in length and not aligned with the tube. Failure analysis concluded that the damage may be due to mishandling/misuse. The instrument's main tube had a small hairline crack which was in the axial direction located directly below the reinforcement ring. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported pad printing damage and/or the various scratch marks found during failure analysis if to recur could cause or contribute to an adverse event.